Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of saccular 5.1 cm in diameter thoracic aortic aneurysm approximately 33 months ago. Vessel and aneurysm morphology was reported as the proximal neck was 28 mm in diameter. The distal neck was 28 mm in diameter. There was no calcification or thrombus. It was reported that during the index procedure touch up was performed and there was no endoleak at the end of the procedure. Three days post index procedure a type I endoleak was noted. The physician decided to take a wait and see approach. The physician stated that the endoleak was not related to the device or the procedure. The one month follow up appointment the endoleak had disappeared; the endoleak resolved on its own. The 12 month follow-up showed no endoleak and that the aneurysm sac diameter had decreased to 40 mm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The previously reported distal type I endoleak was assessed by the investigator to be related to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (cause of event is unknown). Conclusion: (cause of event is unknown).